Manufacturer narrative:
One sample was received for evaluation. A visual inspection with naked eye noted a cracked main body. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed with no issues noted. The reported issue was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was cracked. This event occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.